Event description:
It was reported a blood clot was noticed in the faradrive sheath after going transeptal but before pfa ablation. The caller reported that the physician was unable to draw back blood using the faradrive sheath for an act (activated clotting time). The caller reported that the physician suspected a clot or coagulum in the faradrive sheath. The caller reported that the physician removed the faradrive sheath from the body and flushed it, and a little "glob" of clot fell on the table. The faradrive sheath was replaced and the procedure continued with no further issues. The caller reported that the patient was given a heparin bolus. The procedure was continued and completed with no further issues. The caller reported that the patient's last-known status was stable. The caller reported that the farapulse system was used for ablation and the carto 3 system was used for mapping. The caller reported that an octaray catheter was advanced through the faradrive sheath. The caller reported that it was believed that the octaray catheter was not advanced into the faradrive sheath until after replacing the faradrive sheath and after the blood clot. No information was provided for the octaray catheter. The caller reported that the octaray catheter was discarded. The caller stated that the carto 3 system was used for mapping and the farapulse system was used for ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).